Manufacturer narrative:
Investigation: there were 3 sample received but due to the samples being contaminated a complaint analysis could not be performed. An internal review of the history files was completed for the reported batch number(s), confirming procedural and functional requirements needed for the product to be released were met. A root cause could not be determined through this investigation as a comprehensive sample analysis could not be performed.

Event description:
Material no.: 306546 batch no.: 8340706 it was reported that while depressing the syringe 10ml reg pr saline 10ml fill the user experienced resistance at approximately the 6ml marking. The following information was provided by the initial reporter: verbatim: issue full depressing 10ml flush syringe. While depressing 10 ml flush syringe experienced resistance at approximately the 6 ml markings.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Material no.: 306546 batch no.: 8340706. It was reported that while depressing the syringe 10ml reg pr saline 10ml fill the user experienced resistance at approximately the 6ml marking. The following information was provided by the initial reporter: verbatim: issue full depressing 10ml flush syringe. While depressing 10 ml flush syringe experienced resistance at approximately the 6 ml markings.